Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 646510) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel release since (B)(6) 2009, carpal tunnel syndrome, hyperlipidemia, adjustment disorder, depressed mood, overweight, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection ("pelvic infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain described as episodic, crampy, stabbing, and burning"), pyrexia ("fever"), malaise ("malaise"), abdominal pain lower ("pain in the left lower quadrant of the abdomen"), device deployment issue ("one coil was visible at the left ostia") and dysstasia ("pain is better with nothing and worse with standing"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pelvic infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, pyrexia, malaise, abdominal pain lower, device deployment issue and dysstasia outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, dysstasia, malaise, menorrhagia, nausea, pelvic infection, pelvic pain, pyrexia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 09-sep-2009 and removal date updated to (B)(6) 2012. Lot number (646510) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infection, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain described as episodic, crampy, stabbing, and burning, fever, malaise, pain in the left lower quadrant of the abdomen and one coil was visible at the left ostia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 646510) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one coil was visible at the left ostia". The patient's concurrent conditions included carpal tunnel release since (B)(6) 2009, carpal tunnel syndrome, hyperlipidemia, adjustment disorder, depressed mood, overweight, urinary tract infection and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain described as episodic, crampy, stabbing, and burning"), pyrexia ("fever"), malaise ("malaise"), abdominal pain lower ("pain in the left lower quadrant of the abdomen") and pain ("pain is better with nothing and worse with standing"). The patient was treated with surgery (to remove the essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, pyrexia, malaise, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pain, pelvic infection, pelvic pain, pyrexia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.